Event description:
It was reported that on (B)(6) the patient turned stimulation down to zero in the patient programmer (pp), but stimulation didn¿t turn down; it was very intense. As a result the patient experienced overstimulation and less than 50% therapy relief at an unknown location. The patient put a heating pad on her back which helped and everything was normal the morning of the report. It was unknown what the cause of the issue was or if the issue was resolved. No diagnostic testing or troubleshooting had been performed at the time of the report but the manufacturer¿s representative (rep) was going to see the patient on (B)(6) and interrogate the device and perform impedance testing. If further information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377660, lot# v021236, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 377660, lot# v021236, implanted: (B)(6) 2009, product type: lead. Product ID: 377660, lot# v021236, implanted: (B)(6)2009, product type: lead. (B)(4).